Event description:
It was reported that while setting up for a hemi colectomy case as soon as the ready mode was initiated error 3 occurred. The case was performed the clamp cut and tie. No consequence occurred.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was returned and was tested on a generator and was found to be functional. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found. Due to this condition, it may lead for an error code 3 to occur.